Event description:
Reporter alleged passing out, being treated, and hospitalized due to high readings on the glucose monitoring device. Reporter stated passing out 2 hours after taking insulin shot before consuming food as normal. Reporter stated relative tested device and result was 132 mg/dl and 911 was called. Reporter stated emergency medical technicians (emt's) device result was 28 mg/dl within 10 minutes and she was treated with a glucose IV before being taken to the hospital where she was treated with dietary adjustment. Reporter stated no controls were used and a request was made for the return of the suspect device and replacement product was sent.